Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's implantable cardiac monitor recorded two episodes that were classified as noise. There were no changes made and the device remains in use. No patient complications have been reported as a result of this event.